Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) was not working, hence neither was their device. No patient symptoms were reported.